Event description:
Additional information received indicating provocative testing was performed and the noise was unable to be reproduced.

Event description:
It was reported that noise was noted on the right ventricle channel. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.